Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02129 & 02710).

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain and personal injury. The acetabular cup and head were replaced and a constrained polyethylene acetabular liner was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2015. Operative report noted fluid with rubbery, avascular reactive tissue, fibrotic tissue and erosive changes on the femur and acetabulum during the revision procedure.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain and personal injury. The acetabular cup and head were replaced and a constrained polyethylene acetabular liner was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.